Event description:
The customer reported the surgeon implanted an 12.1 vicmo12.1 implantable collamer lens in patient's left eye and the lens was removed due to low vault. The lens was replaced with a shorter length lens and this resolve the problem. Last ucva was 20/20.

Manufacturer narrative:
Visual inspection of the returned product found the lens was returned dry with no visible damage. A len work order search was performed and there were no similar complaints found. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
(B)(4).